Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml lioresal at 650mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that the patient had an infection in the pump pocket. A culture was sent, but the results were unknown. It was reported that the infection was noticed at a refill. The hcp tried to access the pump during a refill and purulent fluid was aspirated. The infection was not confirmed and the strain was unknown. The treatment is ongoing. When the pump was interrogated it was noted that it was in safe state. The hcp attempted to program the pump back to simple continuous at 650mcg/day, but the pump would not "take it." The hcp stated they tried to update it 3 times and it took the dose on the 3rd update attempt. It was reported that the patient was at the hospital and will be treated as an in-patient until the culture comes back. On (B)(6) 2018 at 13:26 a low reservoir alarm and empty reservoir alarm occurred. On (B)(6) 2018 at 13:27 elective replacement indicator occurred, a low battery reset, and a reset occurred, resulting in the pump going into safe state. The pump again noted it was in safe state on (B)(6) 2018 at 13:29 and also had another elective replacement indicator happen on (B)(6) 2018 at 13:30. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the pump replacement occurred "today". The pump was being returned to the manufacturer. All cultures were negative from the pump pocket area and blood cultures, as originally they were questioning if there was an infection. No further issues were reported or anticipated.

Manufacturer narrative:
Analysis identified a low battery reset had occurred but could not determine the cause. If information is provided in the future, a supplemental report will be issued.